Event description:
It was reported that the patient experienced ventricular fibrillation, air embolism, and st segment elevation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a faradrive steerable sheath clear the patient experienced ventricular fibrillation, air embolism, and st segment elevation. After the transseptal puncture the sheath was inserted into the patient, and then a non-boston scientific mapping catheter was inserted into the sheath for pre-mapping. While attempting to flush and aspirate the sheath it was not functioning properly in its hemostatic capabilities. Irrigation would temporarily stop when aspirating and flushing. The sheath was promptly exchanged for a second faradrive sheath. After pre-mapping was completed using the second faradrive air was noticed in the aorta on intracardiac echocardiography (ice) and fluoroscopy. A call was made for interventional cardiologists and electrophysiology surgeons to assist with the complication. The patient went into ventricular fibrillation and was cardioverted, and afterwards an st segment elevation was observed on the 12 leads. The procedure was cancelled, and the patient was hospitalized. It is unclear what specific medical interventions were performed by the interventional cardiologists, though the patient was intubated at some point. The patient was stable at the time he/she left the lab, then was extubated and able to follow commands two days after the procedure. The device is expected to be returned for analysis.

Manufacturer narrative:
The faradrive sheath was returned to boston scientific for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection, functional testing, leakage testing, and microscope inspection. No outer abnormalities were noted. The functionality of the sheath was tested by turning the steering knob. The sheath was able to deflect and hold deflection. Blood occlusion was observed when attempting to prepare the sheath for testing by purging out the air inside the sheath. The hemostatic valves were removed, and a guidewire and a dilator were inserted into the sheath to loosen up and push out the dried blood. Once the sheath was cleaned, hemostatic valves were reassembled, and leak testing was resumed. The returned sheath was able to properly deflect and seal pressure and fluid within the sheath. The sheath's handle cap and valve cap were removed to examine the hemostatic valves under the microscope. No damage was noted on the hemostatic valves. There were no indications of defects on the sheath that could have led to the reported patient complications. Ventricular fibrillation is considered within the risk threshold of arrythmia, and air embolism and st segment elevation are considered within the risk threshold of embolism. Arrythmia (new or exacerbated) and embolism are potential procedural complications addressed within the faradrive instructions for use (IFU).

Event description:
It was reported that the patient experienced ventricular fibrillation, air embolism, and st segment elevation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation using a faradrive steerable sheath clear the patient experienced ventricular fibrillation, air embolism, and st segment elevation. After the transseptal puncture the sheath was inserted into the patient, and then a non-boston scientific mapping catheter was inserted into the sheath for pre-mapping. While attempting to flush and aspirate the sheath it was not functioning properly in its hemostatic capabilities. Irrigation would temporarily stop when aspirating and flushing. The sheath was promptly exchanged for a second faradrive sheath. After pre-mapping was completed using the second faradrive air was noticed in the aorta on intracardiac echocardiography (ice) and fluoroscopy. A call was made for interventional cardiologists and electrophysiology surgeons to assist with the complication. The patient went into ventricular fibrillation and was cardioverted, and afterwards an st segment elevation was observed on the 12 lead. The procedure was cancelled, and the patient was hospitalized. It is unclear what specific medical interventions were performed by the interventional cardiologists, though the patient was intubated at some point. The patient was stable at the time he/she left the lab, then was extubated and able to follow commands two days after the procedure. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.